Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive due to flattened and creased escape, act and down buttons dome switch. Unable to verify battery replace alarm due to unresponsive button. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and torn keypad overlay

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece at the up and down arrow buttons was broken off. Customer also reported that insulin pump is showing a "battery replace" and button pressed more than three minutes. Customer states that insulin pump may have gotten caught in a golf cart. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.